Manufacturer narrative:
The device (B)(4) has been inspected for investigation purpose. The tests performed confirmed that the articulated arm is damaged due to a shock. As repair, the support arm was replaced. (B)(4).

Event description:
It has been reported that during a surgery, the articulated arm was non-functional and threads were stripped on articulated support arm. A surgery delay has been reported < 30 minutes.